Event description:
It was reported that for the previous eight to nine months, the pt experienced back pain when the stimulation was turned on. The pt had a fall prior to the onset of pain. The pt's health care provider (hcp) checked the pt and determined that everything was "ok." The pt attempted to adjust the stimulation setting with no relief of pain. The pt turned off the stimulation and, then, the pain began to dissipate. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).